Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 48 mg/dl at the time of incident. Customer stated that the auto mode was active on insulin pump. Customer reported that the communication signal was lost. Customer performed self test and it was passed. Customer was educated for treatment as they can use slow acting carbohydrates to treat low blood glucose level. The insulin pump will not be returned for analysis.